Event description:
It was reported that the patient received shocks with chest discomfort. The device could not be interrogated, every time the magnet was removed, the device fired. Once the ICD was removed, it was interrogated and was found to be detecting noise.

Manufacturer narrative:
Patient experienced chest discomfort.the device will be returned but has not been received as of today. Once the device is received, a full analysis will be performed.

Event description:
It was reported that the patient received shocks with chest discomfort. The device could not be interrogated, every time the magnet was removed, the device fired. Once the ICD was removed, it was interrogated and was found to be detecting noise.

Manufacturer narrative:
(B)(4). Patient experienced chest discomfort.the device will be returned but has not been received as of today. Once the device is received, a full analysis will be performed.(B)(4).